Event description:
A 71-year-old male with sinus node dysfunction status post pacemaker and history of long persistent atrial fibrillation was referred to cardiothoracic surgery for thoracoscopic placement of the atriclip device for the elimination of the left atrial appendage (laa). The patient underwent successful 45-mm atriclip placement; however, at the end of the procedure, the patient developed non-sustained ventricular tachycardia and new st-segment changes. Coronary angiogram demonstrated obstruction of the left anterior descending artery. Stent placement was performed. Patient tolerated procedure well, and resolution of st-segment changes was noted. Follow-up computed tomography angiography at 3 months demonstrated good closure of the laa.

Manufacturer narrative:
UDI related data quality updates only - correction to a previously submitted MDR for identified discrepancies between data submitted in MDR and data submitted to gudid. G3/g4 PMA/510(k) corrected.